Event description:
Information received indicates the right foot brake caster does not hold when brake is set. The caster continues to swivel and roll.

Manufacturer narrative:
The tech replaced the brake caster to repair the stretcher.